Event description:
It was reported that the lead dislodged when all slack pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: sedr01 implantable pulse generator 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6), (B)(4).